Event description:
Piece of the metal pin on toothbrush (a genius 10100s) broke off. Brush head will now no longer snap into place and slips off of the toothbrush - oral-b [device breakage]. Case narrative: consumer via e-mail stated that a piece of the metal pin on the oral-b genius 10100s toothbrush broke off. The oral-b toothbrush head no longer snapped into place and slipped off of the toothbrush. No injury was reported. On 17-oct-2024: follow up via email: the suspect product was oral-b rechargeable toothbrush handle 3765 genius 10100s. The suspect product lot was bc807101241. The concomitant product was oral-b power oral care refills precision clean eb20. No injury was reported. On 03-dec-2024: case update: the concomitant product lot was d2354. No injury was reported.

Manufacturer narrative:
On 23-dec-2024: product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Piece of the metal pin on toothbrush (a genius 10100s) broke off...brush head will now no longer snap into place and slips off of the toothbrush - oral-b [device breakage] case narrative: consumer via e-mail stated that a piece of the metal pin on the oral-b genius 10100s toothbrush broke off. The oral-b toothbrush head no longer snapped into place and slipped off of the toothbrush. No injury was reported. 17-oct-2024 follow up via email: the suspect product was oral-b rechargeable toothbrush handle 3765 genius 10100s. The suspect product lot was bc807101241. The concomitant product was oral-b power oral care refills precision clean eb20. No injury was reported.